Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level. Bg value not provided and customer administered manual insulin injections to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully